Event description:
"Adverse event rates and classifications in medial opening wedge high tibial osteotomy" martin,r. Et al. The american journal of sports medicine 2014; vol. 42 no.5:1118. It was reported that patients with a nonlocking 4-hole puddu plate developed delayed nonuions with a rate of 13. 7% (35-256). Aspetic nonunion occurred with a rate of 3.4% (9/265) for patients with a nonlocking 4-hole puddu plate. One patient had a breakage of the plate itself (nonlocking 4- hole puddu plate) with collapse but eneded up with union. Two other patients had a failure of the two distal cortical screws of the nonlocking 4-hole puddu plate with collapse and nonunion. They were revised. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).